Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. During an interventional procedure, the technologist unplugged the main system from the monitor trolley. A popping noise was heard and the system shut down. A system restart was attempted, but was unsuccessful. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a possible hardware error. Although a detailed investigation was made (endurance test at the supplier, hw analysis, log file analysis and reviewing spare parts consumption) the root cause could not be clarified. The root cause favored by experts is an overvoltage pulse caused by disconnecting the main cable between system and trolley while the system was working. This is indicated by burn marks detected on the plug contacts of the trolley cable and also stated in the complaint description. This behavior could not be reproduced in several laboratory simulations. The problem on site has been resolved by exchanging the generator and replacing the fuses f2 and f3 which were activated during the fault. The error mentioned in the complaint did not recur since. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.